Event description:
On october 22, 2004, the patient contacted lifescan alleging that her one touch ultra meter would prompt an unknown error message and power off. The senior medical affairs mailed a letter since the patient could not be reached by telephone. The patient reported that she has been unable to test for 5 days. She described having blurry vision, feeling sweaty, big headed, and dizzy. She reported going to the hospital as a result of not being able to test; however, no further information was provided. It is unknown if her blood glucose level was checked or if she was administered treatment for her diabetes. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention. The customer service representative verified that he patient was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.